Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. A fuse was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 7900 system displayed an error message, and that the monitors would not turn on. No patient injury was reported.